Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, a vasoseal elite was deployed. During the deployment procedure, the physician reported that he did not feel resistance when he pulled back on the locator, so he re-advanced the locator and pulled back again. This time the j segment was sticking out of the skin. The physician advanced the locator forward, and noticed that the j segment had broken off and was sticking out of the skin. The j segment was removed. The physician advanced the procedural sheath over the locator and placed in the femoral artery. Oozing around the sheath was noted so a second vasoseal elite kit was opened and one collagen plug was deployed and hemostasis was achieved within 30 seconds. A venous line was also pulled without complication. The pt was transferred to the recovery area and observed for two and a half hours and then ambulated without any difficulty or complications. The pt was discharged in four hours. No further complications were reported.